Event description:
It was reported that the catheter was "not connected to the pump" per the CT scan. It was stated was stated that the pump never worked to cover pt's pain; "liver and spleen were enlarged and pt was drooling from her mouth. Drug delivered via the system was dilaudid. A pump removal was scheduled for (B)(6) 2011. A f/u report will be sent when add'l info becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was later reported that the pump was explanted. It was stated that the patient was not receiving any medication via the device resulting in the symptoms of "enlarged spleen and liver, hole in intrathecal sac"; patient became hypocalcmic 3 years ago and diabetic 2 years ago. Patient presently had acute kidney failure. Per the reporter the symptoms were related to the implanted system. Blood tests were performed, results were not stated. Current oral medication was oxycodone 2 x 30 mg every 6 hours and 2 x 15 mg every 6 hours, same medication.